Event description:
The customer reported that on energizing the table in the morning the system displayed a "collimator potentiometer error" message. A system reboot failed to correct problem. System will not fluoro.

Manufacturer narrative:
The ge service rep found drive motors in collimator assembly binding. He replaced collimator assembly and verified leaf calibration. System now boots and will fluoro normally.